Event description:
It was reported during an unk procedure while using the atw35 the purchasing manager reports the device would not staple when fired nor did it close or release properly. It is unk how the case was completed. The rep will be speaking to other or staff to get more info.